Manufacturer narrative:
The display was cracked due to the glass being cracked.

Event description:
It was reported that there was moisture beneath the display and it was blank. The customer's blood glucose reading was 334 mg/dl. Nothing further was reported.